Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was washed completely, and no damage was observed until it was removed from the wall wash. The damage occurred during sterilization. There is no report of a fragment falling into the patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a broken jaw. It was noticed coming out of the wall washer. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 15.31mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire broken inside the yaw pulley: within the bipolar yaw pulley, between the wire crimp the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.